Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. The complaint sample was received and tested for free swell absorption. The result was found to be within specification. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. Clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. However, it was communicated that the dressing was changed after the reported maceration and the current status of the patient is stable. Per the supplier report, the product met specifications and was deemed a non manufacturing related complaint. Should clinical documentation become available, the medical investigation may be re evaluated. The investigation did not find product defect or manufacturing process issue so no action is required at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient suffered from maceration during use of the product. The dressing was changed. The current status of the patient is stable.